Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2014 as no event date was reported. However, it was reported that the surgical intervention for exposed mesh was removed on (B)(6) 2014. Lot #, manufacture date: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). Most of the mesh is implanted. The removed segment of the mesh is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polyform device was implanted during an unknown procedure performed on (B)(6) 2008. According to the complainant, after the procedure, the patient experienced mesh exposure of grade 3b which requires surgical, endoscopic, and ivr treatments under general anesthesia. On (B)(6) 2014, the exposed mesh was removed.